Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose level. Customer's blood glucose was 33.3 mmol/l at the time of event. Customer was using insulin pump within a 48 hours of events. Customer was feeling thirsty. Customer treated high blood glucose level with insulin pump. Insulin pump was not on auto mode. Customer did all possible troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.